Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error message was received on the 2nd day of wearing the adc device. As a result, the customer was unable to obtain blood glucose and reported having low blood sugar, and experienced a loss of consciousness. The customer was provided medical treatment by a third party however, details of the treatment were not provided and no further information was provided. There was no report of death or permanent injury associated with this event.